Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the CT's received with contrast ; however, the exact type and cause of the endoleak could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but this was not available for review . The more recent CT's received did not contain any contrast making evaluation difficult. The reported migration of the right iliac limb was confirmed. The migration of the left iliac limb could not be confirmed due to quality of images/slice thickening. A type ib endoleak is a possible source of the endoleak as the iliac arteries were noted to be severely tortuous and their diameters did increase over time. The migration of the limb would increase the likelihood of a ib endoleak occurring. Adequate proximal seal was observed so a type ia endoleak is not considered to be a factor. The aneurysm sac diameter remained stable on the images received . Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported the cause of the ib endoleak was the sac became larger and pulled the cia causing the ib endoleak. It was reported that during the intervention the etlw1620c156ee and etlw1613c199ee resolved this ib endoleak. The ib endoleaks were present in etlw1620c156ee v29960649 and etlw1624c124ee v30413493. Migration occurred on both side due to enlar gement of the sac. Both sides were extended using a bell bottom technique on the rcia. It was confirmed the patient has not returned a CT scan since the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 77mm abdominal aortic aneurysm. It was reported during the index procedure, a final contrast study conducted post-implantation revealed a type IV endoleak. It was said that the endoleak was a type IV. It was reported approximately 3 years post the index procedure, CT showed the presence of a ib endoleak. Intervention was performed where, firstly a etlw1620c156ee was implanted to the rcia distal end and them the riia was embolized and extended with a etlw1613c199ee to the reia . (Bell bottom procedure). It was found that the etlw1613c199ee stent leaked out of the etlw1620c156ee. Per the physician the cause of the endoleak was anatomy and oversizing. No additional clinical sequalae were provided and the patient will be monitored.